Event description:
On (B)(6) 2012, (B)(6) identified blood leaking from the gas exhaust of be-01970311-pls (lot number 70072330) after 10 minutes into the ECMO procedure. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory. Leak testing was performed on the complaint sample and it was determined that a leak is present at the gas exhaust. There was fiber leakage in the potting area of the oxygenator. Therefore, the blood went outside of the potting area and flowed out of the gas exhaust. Additionally, the oxygenator was opened and multiple leaking fibers in a row were identified. This was the result of insufficient connection to the potting area. Note: the reported event occurred when using the be-01970311-pls quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).